Event description:
On [date redacted], we were called to cannulate this patient for ECMO [extracorporeal membrane oxygenation]. When [redacted] went to connect the venous cannula to the ECMO circuit tubing (meaning she had the cannula on her right hand and the cut tubing on the left), she noticed that the connector glued to the cannula was cracked. The arterial cannula was already connected to the ECMO circuit tubing, the patient's heart rate was in the 200s, and pt was profoundly hypotensive (and not intubated). [Redacted] proceeded to make the connection since it was an emergent situation. The crack was covered by the tubing, and it was reported to me (I was manning the pump) the second the connection was made. No bubble alarm was triggered. This information has been relied on to the ECMO specialist taking care of the patient and to the perfusionist who accompanied the patient later that day to the or as well as the ECMO coordinator and [redacted] unit manager.